Event description:
The reporter stated the surgeon inserted a competitor's lens and the lens tore using an msi injector. The lens was removed with no reported pt injury. Another same type lens was implanted. The reporter stated the cause of the torn lens was due to the injector.